Manufacturer narrative:
The product involved in the event is not available for return. O&m halyard, inc. Is the specification developer and complaint handling establishment of the halyard hi guard ultra full coverage boot xl. The complaint component halyard hi guard ultra full coverage boot xl, part number 69672 is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number 3011547453). Supplier corrective action request (scar) was submitted to the manufacturer on june 5, 2025. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
Surgeon states there is minimal grip on the bottom of shoe cover. The surgeon needs grip to ream in some of their cases and he is unable to do so safely without sliding on floor. He has slipped/slid while wearing them. The tread falls off and sticks to floor instead of the boot. Surgeon states he's almost fallen even on dry floor.

Manufacturer narrative:
No sample was returned for evaluation. The supplier conducted a review and testing of retained samples from lot hx25053030. Visual inspection revealed no issues with the black foam strip detaching. On july 10, 2025, wear tests were performed using the retained samples in three different environments: a normal office, a laboratory floor, and a workshop floor. Each test lasted approximately 30 minutes. No slipping occurred, and the black foam strip at the bottom remained intact throughout tests. Device history record (DHR) was reviewed. All in-process and final inspections were completed with no deviations noted, and no issues were identified in the final inspection records. No root cause was identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.